Manufacturer narrative:
Method: functional inspection; device history review; results: the reported event of oic peek size 9 mm - 4deg cage breakage during insertion is confirmed by sales rep report. The lot number record & a thorough manufacturing review for the oic peek size 9 mm - 4deg cage were reviewed and no anomalies were found in the manufacturing records that would have contributed to the reported event. A review of the complaint history was performed and similar complaints have found that excessive impaction force, oversized implant, and inadequate discectomy/distraction are common causes of implant breakage. The surgical technique states that the cage must be inserted gently and progressively into the disc space and to ensure that the intervertebral space is accessible, the contralateral distractor is left in place during the cage placement. The exact failure mode could not be determined without further information. Conclusion: the cage was being repositioned when the breakage occurred and the cage was not removed but left in the patient. Three attempts were made for further information about the event but no response was received. Therefore exact failure mode could not be determined without additional information.

Event description:
It was reported, during surgery, when the surgeon tried to change direction of oic peek using inserter, oic peek broke as it was inserted into the vertebral body.